Event description:
It was reported that externalized conductors were noted on annual cxr. No electrical anomalies were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.